Manufacturer narrative:
(B)(4). Physio-control advised the customer that their monophasic lifepak® 500 AED was no longer supported by physio and, as a result, servicing is no longer available for this device. Physio recommended that the customer permanently remove the device from service and obtain a replacement. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their monophasic lifepak® 500 AED would not complete the boot up cycle when powered on. As a result, defibrillation was not possible. There was no patient use associated with the reported event.